Manufacturer narrative:
The device was returned and the reported malfunction was determined to be intermittent contact between the housing and the battery. Evaluation of the device found the upper housing battery well to be warped causing the battery to not seat uniformly to the connection contact pins. The third party battery returned with the device showed no evidence of malfunction or overheating, therefore root cause could not be firmly established. The upper housing was replaced on this 17 year old device to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.